Event description:
It was reported that prior to use of bd insulin syringes with bd ultra-fine¿ needle experienced a sterile breach and its needle shield was loose in the bag, the following information was provided by the initial reporter: stated, the needle was coming through a sealed bag stated, the needle shield was loose in the bag

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd insulin syringes with bd ultra-fine¿ needle experienced a sterile breach and its needle shield was loose in the bag. The following information was provided by the initial reporter: stated, the needle was coming through a sealed bag. Stated, the needle shield was loose in the bag.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 18-jul-2022. H6: investigation summary: customer returned a single polybag of 1ml, 29 gauge, 12.7mm syringes from lot 1186195. One of the needle shields is loose in the polybag. Notably, the area where the loose needle shield was found also includes a series of needle punctures. A review of the device history record was completed for batch# 1186195. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. The root cause was not established. H3 other text : see h10.